Event description:
Bravo capsule was placed by physician in patient's esophagus. When physician went down patient's esophagus to verify attachment, the capsule had failed to attach to the esophagus and was found located in the patient's mouth. Bravo was in good condition when the package had been opened, had calibrated without problem and was inserted and deployed properly. This event was communicated to technical support at given imaging. Manufacturer response for ph monitoring capsule, bravo ph monitoring capsule (per site reporter): no reply to date.